Manufacturer narrative:
The actual device was not returned; however, the customer provided an image and identified the foreign body in the radiopaque image. A member of argon's clinical team was consulted, and he stated "it is difficult to conclude the origin of the foreign body without analyzing the introductory needle as well as the bln itself to see if any bit of it sheared off inside of the patient. Based on the radiopacity, it most certainly is metallic in nature. That being stated, you would need to see the bln and introducer needle to make a definitive correlation".

Event description:
Needle loc performed on (B)(6) 2019. On monogram after needle loc a 0.5mm triangular foreign body present on MRI causes artifact.